Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 507 mg/dl and the insulin pump alleging possible insulin pump under delivery. The customer blood glucose level was 690 mg/dl at the time of incident and the current blood glucose of the customer was 140 mg/dl. Customer report other blood glucose value was 140 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and throwing up. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they to perform high performance test. Customer reported that the test result no alarm and repeated the test the test was failed second time. The customer was treated with intravenous fluids, insulin drip and zofrin for nausea as well as lab tests and checking blood glucose once an hour. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test no under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.